Manufacturer narrative:
The screws that were returned were visually inspected under magnification. All show signs of usage such as surface scratches due insertion or removal. The screw does show additional signs of wear. Towards the head on the shaft the threads are bent and mildly stripped due to stress applied during insertion or removal. Additional mdrs associated with this event: 3025141-2019-00638 follow up 1: plate, 3025141-2019-00667: screw 1, 3025141-2019-00668: screw 2, 3025141-2019-00670: screw 4, 3025141-2019-00671: screw 5, 3025141-2019-00672: screw 6, 3025141-2019-00673: screw 7, 3025141-2019-00674: screw 8, 3025141-2019-00675: screw 9, 3025141-2019-00676: screw 10, 3025141-2019-00678: screw 11, 3025141-2019-00677: screw 12.

Event description:
A distal clavicle plate was implanted into the patient to treat a fractured clavicle. At some point post op, the plate broke. Plate and screws were explanted.